Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter settings were changing on their own during setup for surgery. An alternate system was used to proceed with surgery.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The pneumatic module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on september 9, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming pneumatic module. The manufacturer internal reference number is: (B)(4).